Event description:
Boston scientific received information that shortly after the implant of a new pulse generator, high shock impedances greater than 125 ohms were noted in the triad configuration. Rv coil to can configurations were noted to be within range. Defibrillation testing was performed at a follow up to test the integrity of the system, which was successfully completed at 31 joules. Additionally, the device memory was saved to a disk and sent to boston scientific to analyze the root cause of the issue. No other testing or remedial action was needed and the physician will continue to monitor the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
The disk analysis on this device shows that the shock impedance in any configuration with the ra coil involved is out of range. This probably reflects an open lead condition on the ra shocker such as an electrode fracture or an issue with the 6931 adapter. Records show the patient has two implanted adaptors, however it is not specified which is connected to the ra coil. There was no indication of pg malfunction from the disk diagnostics. The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.